Manufacturer narrative:
H2: additional information ¿h7, h9¿ h3, h6: the device reported, used in treatment, was not returned for evaluation. Although the device is not available, a relationship between the product and reported incident is possibly established and the complaint is more than likely confirmed as the event reported matches an issue identified during manufacturing of the device. A review of manufacturing records for the reported lot number 2047483 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. Clinical/medical evaluation was completed and concluded that without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts, to obtain additional information regarding this complaint, did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. A corrective action was initiated to mitigate recurrence of the reported event and a field action was initiated to recall the product. Further evaluation regarding supplier controls are currently in progress. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 h3,h6: the device reported, used in treatment, was not returned for evaluation. A review of manufacturing records for the reported lot number 2047483 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. A review of the product/print specifications found material discrepancy used during manufacturing. Clinical/medical evaluation was completed and concluded that without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts, to obtain additional information regarding this complaint, did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during hip surgery the speedstitch needle broke off when passing the suture through capsular tissue in the hip joint. The tip was able to be retrieved from the patient. There was a delay of 30 min and it is unknown how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.